Event description:
It was reported that the patient underwent a fusion surgery to treat adjacent level disease. The previous fusion was extended to the sacrum/iliac (l5-s1) using interbody devices, posterior fixation, and rhbmp-2/acs. The patient did not fuse at l5-s1, and required a revision surgery 133 days post-op, to re-attempt to fusion of l5-s1.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7510200, product code nek was cleared in the united states. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.